Event description:
It was reported that the device motor control board damage was found during servicing. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Correction: annex b: b21 annex c: c21 annex d: d16 additional information: device available for evalution?, returned to manufacturer on, device returned to manufacturer?, device evaluated by manufacturer? Annex a: a0401 annex g: g02005 annex b: b01 annex c: c23 annex d: d02 h3 other text : see manufacturer narrative.

Event description:
It was reported that the device motor control board damage was found during servicing. There was no patient involvement.